Event description:
Follow up with the provider indicated that no other cause of death is suspected and the death remains classified as probable sudep. The provider indicated that the patient experienced a seizure the night before his death but then went to bed as usual and died in his sleep. The funeral home indicated they did not know if the device had been removed prior to cremation. Multiple attempts for additional information from the funeral home have been unsuccessful to date. The patient is identified on the respective county medical examiner website, however, cause of death and manner of death status is indicated to be pending.

Event description:
Follow up with the medical examiner indicated that the cause of death determination remains pending and a projected date of availability was not able to be provided. A written request was made to the medical examiner for the death certificate or autopsy report to be provided once available. The medical examiner was unable to provide the status of the implanted device. Attempts for additional relevant information have been unsuccessful to date.

Event description:
The medical examiner subsequently reported that the device was removed (explanted) and provided to the funeral home on or around (B)(4) 2015. When contacting the funeral home, the funeral home indicated that the explanted device was likely provided to the family as they no longer have it in their possession.

Manufacturer narrative:
.

Event description:
A provider reported that a vns patient had passed away and stated that sudep was the probable cause of death. The patient passed away during his sleep and no other known cause of death has been identified to date. The provider stated that the death was not related to the vns system. Review of available programming and diagnostic data indicate typical vns settings and normal diagnostic data within normal limits through (B)(6) 2015. A battery life calculation performed with the available programming and diagnostic data indicated over 10 years until neos would be reached. Attempts for additional information have been unsuccessful to date.